Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were discarded. Model# and lot# of other coils: model#: qc-8-20-3d; lot#: 7884271; dom: 10/20/2009; exp: 10/19/2012. Model#: qc-8-20-3d; lot#: 8388516; dom: 04/207/2010; exp: 04/06/2013. (B)(4).

Event description:
It was reported that three coils could not be detached with the instant detacher or via manual method and were removed from the patient. No patient injury reported.